Event description:
It was reported that this right atrial (ra) lead exhibited noisy signals. Technical services (ts) advised noise observed at times appears very regular. No subsequent episodes had been stored with this same behavior. Ts advised noise was not oversensed. Additional information from the field representative provided the patient was seen in clinic but left before isometrics could be completed. No reprogramming was completed at this time; this ra lead remains in service. No adverse patient effects were reported.